Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture (tsp) was performed using a non bsc needle. Heparin was administered and about a minute later a clot was observed on the tsp sheath. The physician attempted to aspirate the clot through the tsp sheath and then administered tissue plasminogen activator. Some of the clot was successfully removed through the sheath, some dissolved while the patient was on the table and the remaining clot dissolved over the next few hours per echocardiogram. The procedure was aborted; no watchman products were used. The patient was hemodynamically stable and was discharged the next day.